Event description:
Ev3 concerto coil would not feed into progreat microcatheter. No patient harm occurred. Another device obtained and procedure continued.======================manufacturer response for detachable coil system, concerto (per site reporter).======================unknown.